Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier for high, out of range, hv lead impedance. Low impedance was also observed upon repeated battery and lead updates. Noise was not reproduced with isometrics, however, when the patient pushed his hands together noise was observed. Dft testing was performed and replacing the lead was recommended. The tachy therapy of the device following a lifevest fitting was disabled as the patient will be moving to a different state. No further information available.

Manufacturer narrative:
(B)(4).